Event description:
It was reported that the customer was having difficulties with their sensor. The customer's blood glucose was 138 mg/dl. The customer stated that the sensor glucose and the blood glucose readings were having large differences. The customer stated that the sensor was indicating low reading so the customer turned of the sensor. Their blood glucose at the time was 138 mg/dl, they had breakfast, and then the sensor started acting up and was displaying high numbers. The insulin pump alarmed a couple of calibration error alerts. During troubleshooting, the customer removed the sensor and noticed that it was bent. Also, the sensor was not able to accept calibrations since there were two calibration errors and a change sensor alerts. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.